Manufacturer narrative:
This report is submitted on january 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory sensations and pain with device use. It was found the electrode array had migrated out of the cochlea resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.